Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Insulin pump received with cracked case at display window corners, battery tube threads and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have experienced button anomaly. Customer states he is having issues with the up and down arrow keys. Customer's blood glucose was 125 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.